Event description:
(B)(4). I had my first uti a few months after (B)(6) 2011 implantation. For the first 3 years, I had them 2-3 times a year until I changed my entire diet, cutting sugar and soda, drinking cranberry juice, and lots of water along with taking cranberry pills daily. Then in late 2011, the allergies started. I had always been allergic to pollen, however I started reacting to pineapple, a food I had eaten up to the fall pre-implantation. I became an allergic to pineapple, and had to use an epi pen. Along with that my pollen allergies became worse. There was also some pain, but I wrote it off as ovulation; as well as tummy issues which I though was just my stomach becoming more sensitive as I got older. In the summer of 2015, I began to have horrible pain, I believed it was an ovarian cyst. I went to the gyn, had 2 types of ultrasounds and was told it was gastro related, I went to the gastroenterologist who dx-ed me with ibs, and placed me on the fodmap diet. I found that I could not have gluten, and high fructose foods, foods that I had eaten my whole life my body was reacting to. There is no history of food allergies in my family, no family history of ibs. The most concerning part is of course the pain, which after fall 2015 is almost daily for the last couple months, and ranges from bearable to leaving me in bed unable to care for my family.